Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that about a year ago, they started having really bad accidents and their symptoms returned. The patient couldn't say exactly what year the symptoms returned, but reported they just kept having more and more accidents and then last year the accidents got worse where they'd have them every day and they had to wear depends but they hadn't been able to do anything to adjust their stimulation level because the programmer was "broken" (it wasn't turning on.) The patient reported they'd moved 4 years ago and lost the programmer for sometime and when they found it, it was "broken". The patient could not say when the programmer "broke". The patient stated they wanted to get a a hold of a health care provider (hcp) about their symptom issue and the "broken" programmer, but the hcp was really hard to get a hold of. The patient stated when they finally got a hold of the hcp, the hcp had a hard time getting a hold of a manufacturer representative (rep)  to come to an appointment with the patient but the patient was finally able to meet with the hcp and a rep in november 2022 where they discussed the patient's issues. The rep was "supposed to take care of it" (assisting the patient in replacing their programmer) but the rep never did what they were supposed to do, so the patient requested another rep. The hcp had the patient call and talk with another rep who told the patient they'd help the patient get another programmer but they never did and they were now no longer with [manufacturer]. The patient stated they met today with another rep at their hcp office and this rep was able to connect to the patient's therapy settings using their own programmer and it was determined the patient's ins had been off. The patient was unable to say when the ins had been turned off but stated they'd had a "ton" of x-rays, cat scans and mris over the last 10 years and the rep told the patient the MRI was probably what shut the patient's ins off. The rep turned the ins back on and set it and told the patient they had 2 years remaining for their battery life. The rep tried multiple different kinds of batteries for the 3037 programmer but it wouldn't come on and told the patient to call patient services to get a replacement programmer. The patient stated since coming home from the appointment, they still didn't think the ins was working (for their symptoms). Patient services advised the patient to monitor their symptoms since the ins had just been turned back on and when they got their replacement programmer, they could increase the stimulation if they still weren't seeing relief and also meet with the hcp and the rep again to add additional programs to their replacement programmer. An email was sent to repair and the patient was sent a replacement programmer. The patient was going to monitor their symptoms and reach out to their hcp when they received the replacement programmer to have their additional programs added and also to discuss their symptom concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.